Event description:
It was reported that a patient expired while being monitored by an apexpro telemetry system. The users state that the system was not displaying the patient's heart rate and failed to alarm for a critical cardiac event. The user reported that the failure to display the heart rate or alarm contributed to a delay in responding to the patient's condition. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The 510(k) # based on the software version installed on the system.